Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a poly swap. The following components have no alleged deficiency and were not revised during this surgery: evolution® tib keeled norpor, etpk-n6sr, lot # 1737052, qty. 1; evolution® fem cs/cr nonpor, efsr-n6pr, lot # 1735630; advance® onlay all-poly patella, kpon-tpxx , lot # ni, qty. Ni.